Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator for non-malignant pain. The reason for call was caller reported that the controller is not working when they try to increase or decrease the stimulation. Caller stated that "it" works on group a but not group b or c. Caller reported seeing the message settings not available on group b and c. Pt rep stated patient was in for reprograming 2 weeks ago and has seen the message ever since. Pt rep stated the manufacturer representative (rep) told pt this was "normal." Pt rep mentioned "shutting itself off" when trying to adjust; the stimulation goes down but will not come back up. Pt rep stated group c is helping better and when pt lays down they have to turn the stimulation down otherwise they get a "jolt." Patient service specialist reviewed meaning of the message and redirected tohealthcare provider/rep. Agent sent email to rep for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative called back and stated that the patient started seeing settings not available again on sunday. Caller noted that this is the 4th or 5th time they've had this message appear now, and this time it only lasted about a week since they last saw the rep. Caller stated the patient isn't getting any stimulation now except if they go in group c, but group c is too high for them. Caller stated when the stimulation works, it works great, but it keeps failing. Caller stated the patient is getting aggravated and is fixing to have the implant removed.